Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. He customer's blood glucose (bg) level was 772 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. A cartridge change was performed resolving the issue